Event description:
It was reported that customer experienced malfunction with pump, but no information was provided about blood glucose values or any health impact. There was no reported impact to the customer¿s blood glucose level. Pump was returned for evaluation, and distributor found that pump started, charged, connected to computer, showed no alarms or alerts in history, and had last been used in (B)(6) 2026; pump was replaced because ce marking was erased, while no additional corrective actions by customer or technical support were documented.